Event description:
It was reported the patient was experiencing discomfort at the ipg site subsequent to losing a significant amount of weight. The physician relocated the ipg and the issue was resolved.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.